Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with replace battery now. The patient's blood glucose at the time of incident was 12.4 mmol/l. The customer had to change the battery three times since yesterday. Troubleshooting was initiated for the replace battery now alarm. The customer confirmed that a low battery alert occurred prior to the device alarming. The power loss occurred less than ten hours from the low battery alert. The battery cap was not loose, cracked, or damaged. The recent replace battery now alarm was the second occurrence of that alarm in less than ten hours after the low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, prime/seating, basic occlusion, occlusion, force sensor, and displacement tests. The detailed trace analysis confirmed low battery alarms were triggered when the backup battery loaded voltage was less than 3.5 volts. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump was received with operating currents within specification. No unexpected replace battery now alarms were noted. The pump was received with a scratched case, a cracked select button keypad overlay, a keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.